Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation of the 014 hi-torque versaturn guide wire (gw), the tip coils of the guide wire separated from the core. The gw was not used. There was no patient involvement and no clinically significant delay in the procedure. The gw was replaced with another same sized guide wire to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The guide wire was returned with evidence of blood and contrast throughout the coils and the core. The stretched coil was confirmed. Additionally, scratches were noted on the device a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine the cause for the stretched and scratched material. It is possible that the wire may have been damaged during the insertion process, however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 1069 ¿ removed.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire coils were stretched and not broken. No additional information was received.